Event description:
Customer reported pins 3, 4, 5, 6, 11, 12, and 13 on accu-chek inform meter are blackened. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested.